Event description:
Customer sent pump module in for service repair. During service inspection, the occluders were found to be sticking and causing a motor stall error. Device was escalated for failure investigation. Although requested, the customer has not provided any patient or event information.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted once the investigation has been completed.